Event description:
Customer reported that the suture broke at an unspecified time following hernia surgery. The patient was returned to surgery for repair. No further information was provided.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.